Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensors were ordered for replacement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A third party service representative performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensors were ordered for replacement.

Event description:
The hospital reported the unit was under delivering the requested tidal volume. There was no report of patient involvement.